Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, discomfort, poor bone quality and loosening of the glenoid component at bone to cement interface. Cement used was a depuy. Patient had her right shoulder replacement last (B)(6). She came back to surgeons office for an exam because she felt something in her shoulder move and began to experience pain. The CT revealed that the anchor peg glenoid was loose and displaced superior and posterior in the joint. A revision surgery was scheduled and surgeon explanted the humeral head and anchor peg glenoid while leaving the global unite stem and proximal body in situ. The anchor peg glenoid was displaced out of position that was prepped and cemented in on (B)(6) 2018. It appeared that the glenoid came loose and fell out of position. The bone quality was poor and the glenoid had large contained bone defect so surgeon decided to graft the defect and leave the glenoid out. Doi: (B)(6) 2018; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.